Event description:
Pregnant pt had ultrasound exam on 12/21/1998 to determine age of fetus. Ultrasound machine (acuson) transmitted info to ob calculation software (digisonics). The digisonics software incorrectly calculated fetal due date. Based on this info the physician delivered the baby c-section. The baby was approximately 3 weeks premature and was transferred to the nicu unit of a nearby hosp. The baby was discharged the 2nd - 3rd week of march to home.